Manufacturer narrative:
The manufacturer previously reported contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity; liver disease/toxicity. Previously submitted report was incorrectly filed with wrong country information as france. In this report, the country information has been updated correctly as united states. Device information also being updated initial reporter country in box e has been updated/ corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity; liver disease/toxicity. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease,liver disease. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information were in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease, liver disease. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received information alleging kidney disease, kidney toxicity, liver disease and liver toxicity. No other clinical information or medical interventions were reported. Based on the information available, the alleged device is a recertified repaired device and does not contain the sound abatement foam referenced in the recall. This report has been corrected to an adverse event, serious injury in sections b1, b2 and h1. Section h7 was corrected to reflect that this device does not fall under the recall res 88058. Res 88058 was removed in section h9. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.